Event description:
It was reported that the device worked when first being used, then stopped working during the procedure. There was no stimulation. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed. This device is used for therapeutic purposes.